Event description:
It was reported that during the implant procedure, there was a device grommet/ setscrew problem. It was noted that the screw was not coaxial. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a missing grommet, the returned device found a set screw with a rounded socket and the returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.